Manufacturer narrative:
Reported event: an event regarding loosening involving a jts, distal femoral replacement was reported. The event was confirmed by x ray review. Method & results device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted in 2020. The surgeon reported aseptic loosening of the femoral stem. The CT image provided show that the femoral bone has undergone massive bone remodelling and resorption, left some of the very thin cortex, especially near the resection. There is big radiolucency between the stem and bone, indicating the stem had aseptic loosening. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced product surveillance will continue to monitor for trends. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's left jts distal femur. Noted on the form: "aseptic loosening. The request is for femoral stem only. Save tibial and femoral component."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant prescription form was received for the patient's left jts distal femur. Noted on the form: "aseptic loosening. The request is for femoral stem only. Save tibial and femoral component."